Event description:
It was reported that the patient had a coronary CT, which showed that the lvad inflow cannula demonstrated mural irregularity distally, just above the bend. This was concerning for a large partially occlusive thrombus with at least 50% luminal narrowing. There was a small irregularity in the proximal outflow cannula, just above the origin. Although this could represent a small thrombus, it could also be a normal variant from redundancy in the inner lining of the cannula. There seems to be a large seroma in the lvad operative bed. The patient was transplanted on (B)(6) 2020 and had complications in the operating room during the transplant procedure. The patient subsequently died on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). It was reported that a computed tomography (CT) angiogram of the heart showed a partial blockage to the inflow cannula and a small thrombus in the proximal side of the outflow cannula. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon evaluation of the interior of the inflow knitted graft beneath the silicone sleeve of the inflow cannula¿s flex section, a thick, white biological lining was observed. This biological lining was adhered to the knitted graft and occluded approximately 50% of its lumen. Although a specific cause for the development of this lining, as well as the duration the deposition was present during support could not conclusively be determined through this evaluation, it could have contributed to the report of a partial blockage in the inflow cannula and the low flow alarms observed in the submitted log files. The evaluation of the outflow graft¿s lumen revealed a hard, white deposition towards the proximal end of the outflow graft, adjacent to the graft attachment. The deposition did not appear large enough to obstruct flow through the outflow graft. The evaluation could not conclusively determine the origin and duration of time for which the deposition was present. Lastly, upon disassembly of the returned pump, examination of the bearing cup on the distal-side of the rotor, as well as the proximal side of the outlet stator revealed a small, white, non-laminated depositions. The depositions were situated adjacent to the outlet bearing ball. It appeared that during disassembly of the pump, one of the depositions separated and remained on the bearing cup. The structure of the depositions and lack of laminated layering suggests that it did not form in the outlet stator. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that the deposition was not present in the outlet stator for an extended period of time while the pump was operating, and would not have likely contributed to any functional issues. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015 via cu. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. Section 6 of this document outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This document also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the was admitted for potential outflow graft blockage. The patient had progressive shortness of breath. The aortic valve is opening 100% and doctors were unable to assess flow from outflow per echo. A computer tomography(CT) scan was done. Upon review of the log files, the files indicated persistent low flow events throughout the log file. The patient had a CT angiogram of the heart done and the patient was placed on heparin and cangrelor as well as dobutamine. The CT angiogram identified the outflow graft blockage, showing partial thrombus with 50% narrowing in the inflow cannula. The low flow events were due to partial blockage of inflow cannula. The patient is now stable on anticoagulation and inotrope. The patient is on the transplant list as status 2 with exception. If needed when waiting for the transplant, the patient will have a right heart catheterization and possible balloon pump.